Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs in 2009 alleging an apply sample message on their ultralink meter. A medical surveillance specialist (mss) spoke to the pt two weeks later and obtained the following information: the pt mentioned that the previous day, he was able to obtain blood glucose readings and had been obtaining results in the 130-150's and had not exhibited any symptoms. He was taking his insulin according to his meter results. At around 11:00pm that night, he attempted to test his blood glucose was obtained an 'apply sample message". The pt did not test on another device and did not take any insulin, since he did not know what his blood glucose reading was. He did not exhibit any symptoms. At midnight, the pt ended up having a seizure. Family member contacted paramedics and did not attempt to test or treat the pt. Paramedics arrived and tested the pt on their device and obtained a 33 mg/dl and treated the pt with glucagon injection. The pt felt better after treatment and was not taken to the ER. The pt does not recall what his reading was prior to the paramedics leaving; however, claims his readings were back in the 100's. The meter was replaced. The pt mentioned that this was the first time he had dropped that low before since he usually is in the mid 100's. Issue was not resolved and the product was replaced. The complaint is being reported since the pt alleged that due to the apply sample icon, he was unable to test and an hour later developed symptoms and had to be treated for hypoglycemia by emts.